Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ens_stimulator, product type: external neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had retention on day two of the basic evaluation. It was indicated that the patient was voiding more often prior to the evaluation. It was noted that the patient would void nine times on average before, and since had only been able to void once. The patient also mentioned that they leaked once, which was uncommon for them. It was further indicated on the day following the report that the patient did not know what to expect. They reported he was not voiding at all. They had to empty using a catheter, and was still not getting as much out as he normally would. They were unsure why it had changed, and why their urine was darker. It was noted that the patient normally took a water pill in the morning, and usually "goes a lot." It was indicated that the patient could only void without a catheter when he was overfull, and the remaining would have to be emptied out with a catheter later. The patient mentioned this issue had been occurring since the trial started on (B)(6) 2016. Stimulation was on at 2.0v. It was reported that the patient had stimulation up to 3.5v. This was uncomfortable, and the patient experienced throbbing in their back and their penis was getting a little sore. Stimulation was decreased to comfort at 2.0v, and the throbbing stopped. It was noted that the patient had the trial because they could not void and would get overfull. The trial was intended to help them void without using a catheter. Additional information received on 2016-aug-01 from the healthcare professional indicated that they performed an urinalysis culture for klebsiella pneumonia. The patient was given antibiotics as well as catheterized. It was noted that the patient's inability to void and dark urine had not been resolved and were caused by chronic urinary retention.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had chronic pre-existing urinary incontinence and retention. The retention and leak were observed pre-operatively. The action taken to resolve the retention and leak was that the patient performed intermittent straight catheterization and the test was performed for retention and incontinence. The cause of the retention and leak was determined to be neurogenic. The retention and leak had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.